Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen lps-flex femoral component. It is reported by the pt's counsel that the pt received an implant on (B)(6) 2010, and was revised on (B)(6) 2012 due to loosening. It was also noted on op notes reviewed from (B)(6) 2013 that the pt's nexgen lps-flex tm monoblock tibial component had subsided and was revised on (B)(6) 2013. Note that the nexgen lps-flex femoral component is within zimmer warsaw design control and the nexgen lps-flex tm monoblock tibial component is the only component that is within zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.